Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic") and neuropathy peripheral ("peripheral neuropathy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's concurrent conditions included anxiety, fatigue and fibromyalgia. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("numerous vaginal infections / recurrent vaginal infections"), neuropathy peripheral (seriousness criterion medically significant), hypoaesthesia ("numbness/ occasional numbness"), muscle twitching ("twitching") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced anxiety ("anxiety/ heightened anxiety"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), muscle spasms ("muscle spasms"), insomnia ("heightened insomnia / sleeplessness"), allergy to metals ("nickel allergy"), arthralgia ("joint pain"), perineal pain ("perineal pain"), pain ("right sided pain radiated down the right leg"), metal poisoning ("metal toxicity"), dermatitis ("dermatitis"), urticaria ("hives/ episodes of hives"), lyme disease ("lyme disease"), asthma ("asthma"), anger ("anger"), mood altered ("mood disturbances/ swings"), obsessive-compulsive disorder ("ocd type action"), irritability ("irritability") and depression ("slight depression"). In 2013, the patient experienced headache ("headaches"), migraine ("migraines"), rosacea ("possible rosacea") and visual impairment ("decreased vision/ decreasing vision with variation "). In 2014, the patient experienced tooth loss ("tooth loss/loss of several teeth"), nausea ("nausea"), hormone level abnormal ("hormonal swings") and seasonal allergy ("seasonal allergies became worst"). In 2015, the patient experienced urinary hesitation ("difficulty with urine retention"), urinary incontinence ("fear of loss of bladder control"), alopecia ("hair loss/hair loss (scalp)"), weight decreased ("weight changes (both up and down)/ weight gain/loss"), weight increased ("weight changes (both up and down)/weight gain/loss") and hirsutism ("hair growth(facial, pubic region)/ excessive hair growth"). On an unknown date, the patient experienced ovarian cyst ("ovarian cysts"), skin irritation ("skin irritation"), pruritus ("skin itching"), thyroid disorder ("thyroid issues"), vertigo ("vertigo"), tinnitus ("tinnitus"), orthostatic hypotension ("orthostatic hypotension"), cognitive disorder ("loss of cognitive function and capacity"), urinary retention ("difficulty with urinary retention"), myalgia ("muscle pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain") and back pain ("mid - back pain"). The patient was treated with surgery (salpingectyomy(bilateral), oophorectomy(one side removal of ovary)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, headache, anxiety, tooth loss, ovarian cyst, vaginal haemorrhage, menorrhagia, skin irritation, pruritus, fibromyalgia, urinary hesitation, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight decreased, weight increased, thyroid disorder, vaginal infection, migraine, nausea, neuropathy peripheral, vertigo, tinnitus, hypoaesthesia, muscle spasms, muscle twitching, insomnia, orthostatic hypotension, allergy to metals, cognitive disorder, rosacea, vaginal discharge, visual impairment, arthralgia, perineal pain, pain, metal poisoning, dermatitis, urticaria, lyme disease, asthma, hirsutism, anger, mood altered, obsessive-compulsive disorder, urinary retention, irritability, depression, myalgia, tendon pain, ligament pain, hormone level abnormal, seasonal allergy and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, anger, anxiety, arthralgia, asthma, back pain, cognitive disorder, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hirsutism, hormone level abnormal, hypoaesthesia, insomnia, irritability, ligament pain, lyme disease, menorrhagia, metal poisoning, migraine, mood altered, muscle spasms, muscle twitching, myalgia, nausea, neuropathy peripheral, obsessive-compulsive disorder, orthostatic hypotension, ovarian cyst, pain, pelvic pain, perineal pain, pruritus, rosacea, seasonal allergy, skin irritation, tendon pain, thyroid disorder, tinnitus, tooth loss, urinary hesitation, urinary incontinence, urinary retention, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events added: hormonal swings, mid back pain, seasonal allergy. Concomitant diseases added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neuropathy peripheral ("peripheral neuropathy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), anxiety ("anxiety"), tooth loss ("tooth loss"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), skin irritation ("skin irritation"), pruritus ("skin itching"), fibromyalgia ("fibromyalgia"), urinary hesitation ("difficulty with urine retention"), urinary incontinence ("fear of loss of bladder control"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), weight decreased ("weight changes (both up and down)"), weight increased ("weight changes (both up and down)"), thyroid disorder ("thyroid issues"), vaginal infection ("numerous vaginal infections / recurrent vaginal infections"), migraine ("migraines"), nausea ("nausea"), neuropathy peripheral (seriousness criterion medically significant), vertigo ("vertigo"), tinnitus ("tinnitus"), hypoaesthesia ("numbness"), muscle spasms ("muscle spasms"), muscle twitching ("twitching"), insomnia ("heightened insomnia / sleeplessness"), orthostatic hypotension ("orthostatic hypotension"), allergy to metals ("nickel allergy"), cognitive disorder ("loss of cognitive function and capacity"), rosacea ("possible rosacea"), vaginal discharge ("vaginal discharge"), visual impairment ("decreased vision"), arthralgia ("joint pain"), perineal pain ("perineal pain"), pain in extremity ("right sided pain radiated down the right leg"), metal poisoning ("metal toxicity"), dermatitis ("dermatitis"), urticaria ("hives"), lyme disease ("lyme disease"), asthma ("asthma"), hirsutism ("hair growth(facial pubic region)"), anger ("anger"), mood altered ("mood disturbance"), obsessive-compulsive disorder ("ocd type action"), urinary retention ("difficulty with urinary retention"), irritability ("irritability"), depression ("slight depression"), myalgia ("muscle pain"), tendon pain ("tendon pain") and ligament pain ("ligament pain"). The patient was treated with surgery (plantiff had surgery to remove the essure implant on 25-march-2016.). Essure was removed on 25-mar-2016. At the time of the report, the pelvic pain, headache, anxiety, tooth loss, ovarian cyst, vaginal haemorrhage, menorrhagia, skin irritation, pruritus, fibromyalgia, urinary hesitation, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight decreased, weight increased, thyroid disorder, vaginal infection, migraine, nausea, neuropathy peripheral, vertigo, tinnitus, hypoaesthesia, muscle spasms, muscle twitching, insomnia, orthostatic hypotension, allergy to metals, cognitive disorder, rosacea, vaginal discharge, visual impairment, arthralgia, perineal pain, pain in extremity, metal poisoning, dermatitis, urticaria, lyme disease, asthma, hirsutism, anger, mood altered, obsessive-compulsive disorder, urinary retention, irritability, depression, myalgia, tendon pain and ligament pain outcome was unknown. The reporter considered allergy to metals, alopecia, anger, anxiety, arthralgia, asthma, cognitive disorder, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hirsutism, hypoaesthesia, insomnia, irritability, ligament pain, lyme disease, menorrhagia, metal poisoning, migraine, mood altered, muscle spasms, muscle twitching, myalgia, nausea, neuropathy peripheral, obsessive-compulsive disorder, orthostatic hypotension, ovarian cyst, pain in extremity, pelvic pain, perineal pain, pruritus, rosacea, skin irritation, tendon pain, thyroid disorder, tinnitus, tooth loss, urinary hesitation, urinary incontinence, urinary retention, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical record received: event abnormal bleeding (vaginal, menorrhagia,skin irritation and itching,fibromyalgia, bladder changes, urinary problems, dysmenorrhea,dyspareunia,fatigue, hair loss, weight changes (both up and down), hair growth, thyroid issues, infection (bladder/ urinary tract/vaginal) type: numerous vaginal infections, migraines ,nausea,peripheral neuropathy, vertigo,tinnitus, muscle spasms and twitching, heightened insomnia, orthostatic hypotension, nickel allergy,loss of cognitive function and capacity, possible rosacea,vaginal discharge, vision, decreased vision,joint pain, perineal pain, right sided pain radiated down the right leg,metal toxicity,dermatitis, episodes of hives, lyme disease, sleeplessness, asthma, numbness, hirsutism, anger, mood disturbance, ocd type action,urinary retention, essure confirmation test(s) conducted, specify: no, irritability, depression, muscle pain, tendon pain, ligament pain were added. Reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic'), seizure ('seizure while removing essure'), neuropathy peripheral ('peripheral neuropathy/neuropathy in arms and legs/cns problems'), autoimmune thyroiditis ('hashimotos has had me up and down/ I have hashimotos'), lyme disease ('lyme disease'), mastitis ('mastitis') and arnold-chiari malformation ('I need to get back to see my neurologist as I have this, but tinnitus too, as well as chiari malformation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included vaginal infection, premenopause, multigravida, miscarriage, recurrent abortion, lyme's disease and tension. Contraception until confirmation test can be performed at 12 weeks. On (B)(6) 2010 exam type: transvaginal exam comment: transvaginal ultrasound reveals an anteverted uterus, small intramuscular fibroids seen, largest is measured. Cervix and endometrium are normal. Simple follicular cyst seen bilaterally. Left hemorrhagic cyst still noted. Ultrasound: pelvic ultrasound reveals several large simple cysts on the right ovary measuring 5.3 cm, 2.7 cm, 2.2 cm and 1.7 cm. The left ovary has small follicles. The uterus has a normal shape with; endometrial thickness of 6.9 mm. Both right and left essure devices could be identified. Impression: essure removal. Pre-menopause, ovarian cysts right side. Previously administered products included for an unreported indication: alprazolam, wellbutrin, sertraline, gaba, neurontin, benadryl, melatonin and klonopin. Concurrent conditions included energy decreased, libido decreased, insomnia, memory loss, vaginal dryness, itching, heart murmur, chronic sinusitis, frequency urinary, irregular menstruation, per vaginal bleeding, thyroid disorder and paratubal cyst. Family history included uterine fibroids (mother). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as alprazolam (xanax), bupropion, bupropion hydrochloride (wellbutrin), diphenhydramine hydrochloride, gabapentin, hydrocodone, melatonin, meloxicam, salbutamol (albuterol) and sertraline. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("numerous vaginal infections / recurrent vaginal infections"), hypoaesthesia ("numbness/ occasional numbness"), muscle twitching ("twitching") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced lyme disease (seriousness criterion medically significant), anxiety ("anxiety/ heightened anxiety"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), muscle spasms ("muscle spasms"), insomnia ("heightened insomnia / sleeplessness/ great difficulty sleeping"), allergy to metals ("nickel allergy"), arthralgia ("joint pain"), perineal pain ("perineal pain"), pain ("right sided pain radiated down the right leg"), metal poisoning ("metal toxicity"), dermatitis ("dermatitis"), urticaria ("hives/ episodes of hives"), asthma ("asthma"), anger ("anger"), mood swings ("mood disturbances/ swings"), obsessive-compulsive disorder ("ocd type action"), irritability ("irritability") and depression ("slight depression"). In 2013, the patient experienced headache ("headaches/most painfully occipital"), migraine ("migraines"), rosacea ("possible rosacea") and visual impairment ("decreased vision/ decreasing vision with variation"). In 2014, the patient experienced tooth loss ("tooth loss/loss of several teeth"), nausea ("nausea") and seasonal allergy ("seasonal allergies became worst") and was found to have hormone level abnormal ("hormonal swings"). In 2015, the patient experienced urinary hesitation ("difficulty with urine retention"), urinary incontinence ("fear of loss of bladder control"), alopecia ("hair loss/hair loss (scalp)") and hirsutism ("hair growth(facial, pubic region)/ excessive hair growth") and was found to have weight decreased ("weight changes (both up and down)/ weight gain/loss") and weight increased ("weight changes (both up and down)/weight gain/loss/gained 35lbs in first two years"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), skin irritation ("skin irritation"), pruritus ("skin itching/ my itching is mainly axillary(arm pits)/general itching"), thyroid disorder ("thyroid issues"), vertigo ("vertigo"), tinnitus ("tinnitus"), orthostatic hypotension ("orthostatic hypotension"), cognitive disorder ("loss of cognitive function and capacity"), urinary retention ("difficulty with urinary retention"), the first episode of myalgia ("muscle pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), back pain ("mid - back pain"), mastitis (seriousness criterion medically significant), burning sensation ("right blade shoulder blade burning sensation"), sciatica ("sciatica"), muscular weakness ("weak knees/weakness in wrist and elbow"), lymphadenopathy ("swelling of multiple lymph nodes, especially left axillary/cervical lymphedema"), neck pain ("cervical and most painfully occipital"), feeling abnormal ("brain fog"), menstrual disorder ("cycle changed from regular 28days to 21days immediately"), costochondritis ("costochondritis"), chest pain ("chest pain"), goitre ("I have a mild goiter"), thyroid cyst ("cysts on both lobes of my thyroid"), skin disorder ("noticed my skin recently. Just getting bumps everywhere"), rash macular ("dark splotches "), presyncope ("presyncope"), the second episode of myalgia ("muscle pain"), lymph node pain ("now all of my lymph nodes have pains"), psoriasis ("psoriasis"), breast pain ("my right breast has a new/funny mole in an area in which there is pain/mastalgia"), oropharyngeal pain ("I've had a sore throat for five years"), eye pain ("eye pain with ocular "), abdominal distension ("am looking great, with very little bloating"), musculoskeletal stiffness ("stiff neck"), paranoia ("extreme anxiety and some paranoia. It sucks!"), arnold-chiari malformation (seriousness criterion medically significant), pain in jaw ("still have jaw pain"), hyperaesthesia teeth ("sensitivity of teeth in the llq"), scintillating scotoma ("scintillating scotoma around my scotoma"), mass ("I'm getting bumps now"), dyspnoea ("shortness of breath"), vitamin d deficiency ("d3 deficiency"), scar ("I have a lovely scar that is barely visible"), intervertebral disc degeneration ("I also have degenerative disc disease"), intervertebral disc protrusion ("herniated disc"), haemorrhoids ("my colonoscopy came back just minor hemorrhoids"), muscle ache ("muscle ache"), joint swelling ("painful and swollen joints"), peripheral swelling ("painful and swollen joints(especially fingers, sometimes knees or hips or both or all three)") and malaise ("sick like morning sickness") and was found to have haemangioma of skin ("cherry angiomas") and acrochordon ("skin tags"). The patient was treated with surgery (salpingectyomy(bilateral), oophorectomy(one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, seizure, autoimmune thyroiditis, lyme disease, headache, anxiety, tooth loss, ovarian cyst, vaginal haemorrhage, menorrhagia, skin irritation, pruritus, fibromyalgia, urinary hesitation, urinary incontinence, dyspareunia, fatigue, weight decreased, weight increased, thyroid disorder, vaginal infection, migraine, nausea, vertigo, tinnitus, hypoaesthesia, muscle spasms, muscle twitching, insomnia, orthostatic hypotension, allergy to metals, cognitive disorder, rosacea, vaginal discharge, visual impairment, perineal pain, pain, metal poisoning, dermatitis, urticaria, asthma, hirsutism, anger, mood swings, obsessive-compulsive disorder, urinary retention, irritability, depression, tendon pain, ligament pain, seasonal allergy, back pain, mastitis, burning sensation, sciatica, muscular weakness, lymphadenopathy, neck pain, feeling abnormal, menstrual disorder, costochondritis, chest pain, goitre, thyroid cyst, skin disorder, rash macular, haemangioma of skin, acrochordon, presyncope, the last episode of myalgia, psoriasis, eye pain, abdominal distension, musculoskeletal stiffness, paranoia, arnold-chiari malformation, pain in jaw, hyperaesthesia teeth, scintillating scotoma, mass, dyspnoea, vitamin d deficiency, intervertebral disc degeneration, intervertebral disc protrusion, haemorrhoids, muscle ache, joint swelling, peripheral swelling and malaise outcome was unknown, the neuropathy peripheral, alopecia, arthralgia, hormone level abnormal and breast pain was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal distension, acrochordon, allergy to metals, alopecia, anger, anxiety, arnold-chiari malformation, arthralgia, asthma, autoimmune thyroiditis, back pain, breast mass, breast pain, burning sensation, chest pain, cognitive disorder, costochondritis, depression, dermatitis, dysmenorrhoea, dyspareunia, dyspnoea, eye pain, fatigue, feeling abnormal, fibromyalgia, goitre, haemangioma of skin, haemorrhoids, headache, hirsutism, hormone level abnormal, hyperaesthesia teeth, hypoaesthesia, inflammation, insomnia, intervertebral disc degeneration, intervertebral disc protrusion, irritability, joint swelling, ligament pain, lyme disease, lymph node pain, lymphadenopathy, malaise, mass, mastitis, menorrhagia, menstrual disorder, metal poisoning, migraine, mood swings, muscle spasms, muscle tightness, muscle twitching, muscular weakness, musculoskeletal stiffness, nausea, neck pain, neuropathy peripheral, obsessive-compulsive disorder, oropharyngeal pain, orthostatic hypotension, ovarian cyst, pain, pain in jaw, paranoia, pelvic pain, perineal pain, peripheral swelling, presyncope, pruritus, psoriasis, rash macular, renal pain, rheumatoid factor increased, rosacea, scar, sciatica, scintillating scotoma, seasonal allergy, seizure, sinus disorder, skin disorder, skin irritation, tendon pain, thyroid cyst, thyroid disorder, tinnitus, tooth loss, urinary hesitation, urinary incontinence, urinary retention, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred, visual impairment, vitamin d deficiency, weight decreased, weight increased, the first episode of myalgia, the second episode of myalgia and muscle ache to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cysts right side. Concerning the injuries reported in this case, the following ones were added from social media: mastitis, burning sensation, sciatica, muscular weakness, lymphadenopathy, neck pain, feeling abnormal, menstrual disorder, autoimmune thyroiditis, costochondritis, chest pain, goitre, thyroid cyst, skin disorder, rash macular, haemangioma of skin, acrochordon, presyncope, myalgia, lymph node pain, psoriasis, breast pain, oropharyngeal pain, eye pain, abdominal distension, musculoskeletal stiffness, paranoia, arnold-chiari malformation, pain in jaw, hyperaesthesia teeth, scintillating scotoma, mass, dyspnoea, vitamin d deficiency, scar, intervertebral disc degeneration intervertebral disc protrusion, haemorrhoids, myalgia, joint swelling, peripheral swelling, malaise, seizure, sinus disorder, vision blurred, rheumatoid factor increased, inflammation, breast lump nos, muscle tightness, renal pain. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media record received. Events: : mastitis, right blade shoulder blade burning sensation, sciatica, weak knees, swelling of multiple lymph nodes, especially left axillary, cervical and most painfully occipital, brain fog, cycle changed from regular 28days to 21days immediately, hashimotos has had me up and down, costochondritis, chest pain, I have a mild goiter, cysts on both lobes of my thyroid, noticed my skin recently. Just getting bumps everywhere, dark splotches, cherry angiomas, skin tags, presyncope, muscle pain, now all of my lymph nodes have pains, psoriasis, my right breast has a new/funny mole in an area in which there is pain, I've had a sore throat for five years, eye pain with ocular, am looking great, with very little bloating, stiff neck, extreme anxiety and some paranoia. It sucks!, I need to get back to see my neurologist as I have this, but tinnitus too, as well as chiari malformation, still have jaw pain, sensitivity of teeth in the llq, scintillating scotoma around my scotoma, I'm getting bumps now, shortness of breath, d3 deficiency, I have a lovely scar that is barely visible, I also have degenerative disc disease, herniated disc, my colonoscopy came back just minor hemorrhoids, muscle ache, painful and swollen joints, painful and swollen joints(especially fingers, sometimes knees or hips or both or all three), sick like morning sickness, seizure while removing essure, sinus issues, blurry vision, quant rheumatoid factor, more inflammation, I have had breast tenderness with lumps, muscle spasms and tension, now kidney area pain migrated to the front were added. Event outcome was updated for the events: peripheral neuropathy, hormonal swings, breast pain(mastalgia), joint pain, hair loss, cramping. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), anxiety ("anxiety"), tooth loss ("tooth loss") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, anxiety, tooth loss and ovarian cyst outcome was unknown. The reporter considered anxiety, headache, ovarian cyst, pelvic pain and tooth loss to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.